Manufacturer narrative:
The recipient reportedly recovered following surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced silicone overmold on the top and bottom covers. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed an electrode was dislodged from the array. This is believed to have occurred during revision surgery.. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device failed the residual gas analysis test. This device was explanted for medical reasons. However, this device had moisture that exceeded the rga test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A corrective action was implemented. Feedthru assemblies from this vendor are no longer used. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experience poor performance, non auditory sensations and was a non-user of the device. The recipients device was explanted due to the need for an MRI. The recipient was not re-implanted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.